Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and determined the root cause of malfunction to be socket #1. The socket was damaged/spread open at the contact area and had an intermittent connection to the test therapy cable.

Event description:
It was reported that the device prompted the therapy "leads off" message and failed to recognize the therapy cable connection. The problem resulted in the device inability to attach to the therapy cable or paddles assembly to provide defibrillation therapy. There was no report of pt involvement associated with event.